Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the pump was identified. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the pump was identified. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically inspected, and leak tested. During microscope observation, bodily contamination within the pump was identified; therefore, the component was not functionally tested. No leaks were identified in the pump. Both cylinders were visually inspected, and leak tested, visual evaluation revealed wear at fold in the distal end of their bodies. Both cylinders passed the leakage test. The reservoir was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the reported clinical observations of mechanical issue and a crack in the connecting tube could not be confirmed.